Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not adequately priming the pump).

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient did not properly prime the pump last night with a set change. The patient¿s blood glucose (bg) was 500mg/dl. The patient was treated with 5 unit bolus. Customer support (cs) instructed proper site change and patient did a rewind load and prime until 5 drops seen. This report is being made due to the hyperglycemic event that resulted from the patient inadequately priming the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: the black box and pump history for the complaint on (B)(6) 2014 is overwritten. The current black box shows evidence of loss of primes with zero force. A 24hr duration test was successfully completed with no alarms or loss of primes duplicated. The force senor calibration check is with specification. The total daily dose adds up correctly and reflects user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. The battery compartment is cracked at the bottom near the cover. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.